Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 12 mm stent delivery system was returned for analysis. The stent was not returned for analysis. The complaint report stated that the stent was deployed in the patient's body. The balloon cones were reviewed, and it was noted that the distal end of balloon was bunched. During analysis, a functional testing of the balloon was performed; the device was left to soak at 37 degrees celsius in a water-bath to soften the medium that was could have dried in the wire lumen of the device. An attempt was then made to inflate the balloon and the balloon inflated to rated burst pressure and the balloon deflated within 5 seconds without issue. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft during analysis. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that after soaking, the inner shaft polymer extrusion bunching was noted 3 mm distal from the bi component bond. It was not possible to load the device onto the recommended guide wire due to the bunching of the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that catheter removal difficulties were encountered and balloon deflation failure occurred. The target lesion was located in a coronary artery. A 3.50x12mm synergy ii drug-eluting stent was advanced for treatment. Following dilatation with the balloon, the stent was deployed without any issues. The balloon was deflated twice; however, the delivery catheter was unable to be removed. A quick removal was done to remove the entire device. When the device was removed, a small ball at the end of the balloon was noted which prevented its withdrawal. The procedure was ended. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter removal difficulties were encountered and balloon deflation failure occurred. The target lesion was located in a coronary artery. A 3.50x12mm synergy ii drug-eluting stent was advanced for treatment. Following dilatation with the balloon, the stent was deployed without any issues. The balloon was deflated twice; however, the delivery catheter was unable to be removed. A quick removal was done to remove the entire device. When the device was removed, a small ball at the end of the balloon was noted which prevented its withdrawal. The procedure was ended. No patient complications were reported.